Event description:
It was reported that the customer's insulin pump had cracks at the reservoir compartment and by the battery cap. The customer was unaware of how the damage occurred. The customer's blood glucose was 156 mg/dl. The customer mentioned that she also had issues with the up arrow key sticking and, at times, not responding. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked case at display window corner and cracked lcd window.